Event description:
It was reported that the sys had a communication failure error. This error may result in a sys lock up, no boot, or shut down situation. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.